Event description:
It was reported that the 7900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, batteries, and the software upgrade were installed during the service call.